Manufacturer narrative:
This report is being submitted beyond the 30-day notice due to issues in setting up an esg production account to file the report electronically. To reiterate the problem was a device malfunction that caused the rechargeable batteries to catch fire while being charged. The malfunction did not occur during a procedure and no one was injured. This device was also the subject of a recall in august 2014 for this issue. The customer was notified of the recall on three separate occasions; however, the device was not returned as requested.

Event description:
Rechargeable batteries caught fire while being charged in the battery charging unit. This did not occur during a procedure and no one was injured. This device was subjected to a recall in august of 2014 for this issue. Our records show that the customer was notified of the recall on three different occasions; however, the customer did not return the requested device.